Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient accidentally turned off their implant when charging on (B)(6). As a result they reported to their doctor on (B)(6) with signs of worsening parkinson's symptoms including motor fluctuations, postural instability, and cognitive impairment. The etiology was noted to be related to the device or therapy and not related to the implant procedure, with the event resulting in an in-patient hospitalization, prolongation of existing hospitalization, and an emergency room visit. To alleviate the issue the device was interrogated and reprogrammed on (B)(6). The issue was considered resolved without sequelae on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.